Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a audio/vibrate anomaly with absence of alarm. The customer¿s blood glucose was unknown mg/dl at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will not be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The audio alert tones and vibrate alert activated properly during the self test. The audio, audio and vibrate, vibrate, and volume settings can be adjusted and are working correctly in the audio options menu. No audio or vibrate anomaly noted during testing. The insulin pump was received with scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.